Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye (os), the patient developed capsular contraction. Approximately one month after implantation of the iol, the patient complained of a brown or hazy mist, stating it was like looking through a curtain. The patient reported noticing a decrease in vision, but visual acuity did not decrease. The surgeon observed the lens to be de-centered nasally. Approximately two weeks later, the lens was repositioned, and a capsular tension ring was implanted. In the surgeon's opinion, the most likely cause of the event is unknown and is considering exchanging the iol due to unresolved haze. The patient remains under the surgeon's care and is scheduled to be seen again in the beginning of 2026.

Manufacturer narrative:
The device remains implanted. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.